Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the 36 in 15 drop secondary set w/hgr experienced component separation. The following information was provided by the initial reporter: material no.: ms3500-15, batch no.: unknown. Drip chamber appears to be separated from the tubing.

Event description:
It was reported that the 36 in 15 drop secondary set w/hgr experienced component separation. The following information was provided by the initial reporter: material no.: ms3500-15 batch no.: unknown. Drip chamber appears to be separated from the tubing.

Manufacturer narrative:
Investigation: due to a photo being received and closely analyzed by the quality team, the customer's complaint of separation has been verified. A device history record review could not be performed because a lot number was not provided by the customer. Though a photo of the infusion set has been received, a physical sample was not available, an investigation could not be performed and a root cause could not be determined.